Event description:
During the transfemoral tavr procedure, a 29mm sapien 3 (s3) valve was deployed too aortic. A second s3 valve was deployed to anchor the initial valve. During the procedure, a 16fr expandable sheath (esheath) was inserted into the patient without any issues. Following balloon aortic valvuloplasty (bav), the s3 valve and delivery system were advanced through the esheath without problems and tracked over the arch following fine tuning adjustment. The valve was positioned and deployed. During deployment it was noted that the valve began to move aortic. The physician tried to advance the valve prior to complete deployment without success. Following deployment it was noted that the valve landed slightly canted at 90/10 aortic/ventricular (a/v) superiorly and 100/0 a/v inferiorly. The physician felt that it was necessary to anchor the initial valve. A second s3 valve and delivery system were prepared in normal fashion and positioned within the initial valve. The superior portion of the second valve was placed at the bottom of the top row (large cells) of the initial valve and deployed. Follow-up angiogram indicated no central leak and no paravalvular leak (pvl). The procedure was completed. The patient was transferred in stable condition. The patient¿s native annulus measured 24mm by tee and 29mm x 27mm by CT with a valve area of 613.6mm2. Severe annular calcification, severe native leaflet calcification and no aortic root calcification were reported. Additionally, both the image intensifier angle and the coaxial alignment of the valve and delivery system were reported as good, ventilation was not held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the malposition of the initial valve cannot be confirmed. In addition to the procedure itself, patient factors (severe annular calcification and severe native leaflet calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.